Event description:
It was reported that during use with 50 ml bd® syringe leakage occurred past the stopper. There was no impact to patient. The following information was provided by the initial reporter, translated from portuguese to english: 50 ml syringe leaking from the plunger.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-sep-2023. H.6. Investigation summary: it was reported there was leaking through the plunger. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows an empty syringe in a plastic bag. No other information could be obtained from the photo. Since complaints continue to be logged for this symptom when using chemotherapy medications, a request for further analysis and testing of the sample will be made to the mds design center. A device history record review was completed for provided material number 303552, lot 2210369. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no reported quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 50 ml bd® syringe leakage occurred past the stopper. There was no impact to patient. The following information was provided by the initial reporter, translated from portuguese to english: 50 ml syringe leaking from the plunger.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.